Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced a high blood glucose level of 581mg/dl. The customer stated that she cannot find the rewind on the pump and unable to put in the new reservoir. The customer was able to complete rewind and prime. The customer declined to troubleshoot for high blood glucose. The customer was advised to call back to troubleshoot for high blood glucose. The pump will not be returned for analysis.